Event description:
Iritis[iritis]. Spontaneous report, loc. Ref.n ca20031086, complaint n 2683. A physician reported that a pt underwent an ocular surgery with ceeon lens mod 911a. In 2003, the pt experienced iritis in left eye. The pt was treated with prednisolone acetate. The pt had not recovered at the time of the report.